Event description:
It was reported the cord to the foot petal has frayed leaving exposed wires, deeming the device unsafe for use in the operating room. No complications were reported as a result of this event.